Manufacturer narrative:
Unk if sample available for investigation. Investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: during a renal artery ligation, 2 clips did not lock on the artery resulting in an active hemorrhage. This required medical intervention. The clips were recovered from a hematoma on the artery. Add'l info regarding the pt's condition and availability of sample was requested, but not received yet.